Manufacturer narrative:
It was reported that revision surgery was performed because the patient presented a chronic infection in the right hip. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. The device was sterilized according to the review of the manufacturing records. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The device was implanted in 2009. Some potential causes could include but are not limited to patient medical conditions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed because the patient presented a chronic infection in the right hip. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.